Event description:
The device was returned to the service center from the customer for an unspecified error code found during preventive maintenance testing at the user facility. This did not indicate a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.